Event description:
Blood glucose results of 9.4 6.6 and 6.6 mmol/l with a lifescan meter, preformed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.